Event description:
It was reported that the patient was hospitalized due to unknown reason. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Sc-1232, (sn: (B)(6)). The returned device was analyzed and the reported event was confirmed. Based on a review of all available information, the cause of the reported event could not be determined. The device was returned to cis and r&d hardware engineering for evaluation. Device was charged multiple times without success. A magnet was applied, for the magnet to reset the device and tried to scan it with the ble rc. Rc did not find the ipg device. The device was cut open to give access to the pcba electronics. After further investigation, it was observed that the magnetic switch (u7) did not change its output state from high to low level when a magnet was applied. This transition must happen when a magnet is applied to the switch under normal operation by design. The output of the hall effect switch was stuck middle internally, which prevented the device from going through its normal bootup process (at magnet reset), and in turn put the device into a fail-safe mode in its boot loader state, as intended per the design. A unit under this condition will not stimulate or communicate, and its charging capability is limited that it will not meet the minimum charge current to charge its battery to the full battery voltage in the given time per the design specification. The exact cause of the failure is still being investigated in the ncep. This investigation is unable to determine a probable cause for the complaint.

Event description:
It was reported that the patient was hospitalized due to unknown reason, and it was noted that patients ipg had a difficulty charging and difficulty communicating with the remote. No further information has been obtained despite good faith efforts. Additional information was received that the patient underwent an ipg replacement procedure and was doing well post operatively.

Event description:
It was reported that the patient was hospitalized due to unknown reason, and it was noted that patient's ipg had a difficulty charging and difficulty communicating with the remote. No further information has been obtained despite good faith efforts. Additional information was received that the patient underwent an ipg replacement procedure and was doing well post operatively.